Event description:
It was reported that catheter entrapment occurred. A 7.0 x 40, 75cm mustang balloon catheter was selected to dilate the target lesion. An unknown guide wire was stuck on the balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).